Event description:
Catheter had been inserted approximately 6/95 for ha and lipids. Po feedings had been started and during feeding infant began to vomit. Catheter tubing pulled while positioning infant upright and tubing snapped and broke completely. Catheter clamped but eventually removed. Blood was minimal.